Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt experienced a heating sensation at the ipg pocket site while recharging the system. The warm feeling was not felt while using stimulation. In order to resolve the issue, a replacement charging system was sent to the pt which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.